Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2012-(B)(6), product typ lead. (B)(4).

Event description:
It was reported that one electrode of the system had penetrated the gastric wall. The situation was detected by the general practitioner several weeks ago when the patient reported epigastric discomfort. The physician initiated endoscopy which was performed by a specialist of gastroenterology. The lead was then removed in a combined endoscopic and laparoscopic approach. A new lead was inserted and the system activated again. The patient outcome was reported as complete restitution.